Manufacturer narrative:
(B)(4).

Event description:
It was reported that an instance of noise was observed on the atrial lead. No patient symptoms were reported. The noise could not be reproduced in clinic. No changes were made and the patient would continue to be monitored.